Event description:
The following has been reported: "biomed reported service request from ob nurse "pump problem take pump out of service immediately". Biomed reported "with this pump I was able to run a 1000@250 distilled water infusion for 15 minutes with no issues." No patient harm. Preliminary evaluation of the device logs indicates that this is a software issue where there is a cam movement failure leading to an fva drive accuracy issue. This did not stop an active infusion. As a conservative measure, fresenius kabi is reporting this due to the reported technical issue. No adverse event. Further information is needed to complete the investigation.

Event description:
Pump was returned. Device powered on without any alarms during startup testing. Final acceptance testing was performed; passed and completed this test without error. Device then had a 2-hour mock infusion performed and completed this test without any alarms or errors being observed. Investigation of the software anomaly was performed. Fluid valve cam oscillated between two angles on either side of the target angle until the move retry limit was exceeded. This resulted in a fail-stop pump-problem alarm. Valve oscillation can lead to fail-stop pump-problem alarm, leading to delay of therapy. Summary of investigation is that the pump experienced a temporary failure due to a coding error. Problem resolved once pump was rebooted. Issue was addressed as part of an internal action and incorporated into software release 5.9.1. This was implemented via recall #(B)(4).